Manufacturer narrative:
Logfile review for the date of treatment shows review of the logfile for the treatment day shows the reported event is the 4th treatment. During treatment at 8% a pupil warning message occurred. Furthermore messages indicating that the treatment was interrupted because the laser pedal was released by the user. There was no error message regarding eye tracker. The reported treatment was not restarted at that day. After this treatment a treatment with the same refraction was completed to 100% with a another patient ID, without treatment report and more information the root cause could not be identified conclusively. However, a technical root cause could be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a tracking error during refractive treatment which resulted in an over correction of .25 diopters. The procedure was restarted but the site did not take into account the eight percent of treatment that had been completed. Additional information requested.